Event description:
The customer contacted baxter's technical service center regarding air in the patient line, which occurred on the homechoice during the prime cycle. The baxter technical service representative (tsr) explained the patient line priming process. The tsr notified the peritoneal dialysis (pd) nurse of the problem the home patient (hp) was having with the set-up. The pd nurse was going to contact the hp. Product surveillance spoke to the pd nurse. Per the pd nurse, the patient was seen in clinic last week and the patient did not report any problems with her therapy. The pd nurse stated she is doing fine with the cycler. There was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The root cause for the report of air in the tubing was undetermined. A batch review was not performed as the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.